Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Event description:
The customer reported via phone call that he was changing out the reservoir when the insulin pump alarmed compromised force sensor system. The customer was unable to exit the rewind sequence and the insulin pump was stuck in a loop. Customer's blood glucose level was 106 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.